Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged on (B)(6) 2021 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use code removed, should not have been included in initial MDR. Claim# (B)(4).